Manufacturer narrative:
The investigational analysis completed 7/1/2019. The device was visually inspected and the pebax was observed apparently cut like a flap with metal exposed, then. During a closer second visual inspection a hole was confirmed on the pebax. The magnetic sensor functionality was tested on carto® 3 system and the catheter was properly visualized with no errors were observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax. Initially, it was reported that during an ablation procedure, about 1 hour after the first ablation was conducted a high force issue occurred. When ablation was conducted for sp by paroxysmal supraventricular tachycardia, contact force (cf) became high and it could not be recognized. When ablation stopped, cf recovered. Before ablation was conducted, cf was confirmed at 5 to 10 grams and ablation started. Connection was checked and reconnected. The cable was then changed, but the issue continued. Catheter replacement resolved the issue. The procedure was then completed without patient's consequence. The observed high force has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/7/29, the bwi pal received the device for evaluation. Upon receipt, the pebax sleeve and polyurethane (pu) margin was observed cut like a flap with metal exposed approximately 5 mm from distal end of the tip dome on the proximal side of ring #1. The initially observed damage of a cut like flap with exposed metal was unclear. Therefore, initially observed damage was assessed as not MDR reportable as device integrity was maintained and no internal components were exposed. Further testing was then prompted. During a second visual analysis on 6/21/2019, the bwi pal found a hole in the pebax with reddish brown material. The observed hole has been assessed as MDR reportable. The awareness date was reset to 6/21/2019.